Event description:
When bedside rn went to check PICC, it was noted that the PICC line is not flushing and no blood return. PICC line 9cm out, leaking when flushed with normal saline. A new PICC line was placed. There was no harm to the patient.